Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after a usual breakfast of approximately 46 grams of carbohydrates, with a documented lowest blood glucose of 48 mg/dl; the user ingested oral carbohydrates (two gummies and orange juice ¿hot shot¿), after which glucose rose to 66 mg/dl and was 63 mg/dl by end of the call. Symptoms included asymptomatic low blood glucose without loss of consciousness or other acute effects. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included complaint intake, user coaching on hypoglycemia treatment, and recommendation to contact the healthcare provider. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction or alarm failure was reported, as the device provided low glucose alerts. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence linking the event to a device problem.